Event description:
Per customer maude event report: "pt was receiving a blood transfusion when the pump was alarming for "air in line". As rn noted there were tiny bubbles in tubing, she attempted to tap the tubing lightly to dislodge bubbles from the inside. The soft portion of the tubing ruptured and broke open, allowing blood product to leak out of the tubing and on the floor/walls." No pt harm or medical intervention occurred. No further pt/event info was reported.

Manufacturer narrative:
MFR's report date: 03/19/2015. Internal file no.: (B)(4). Although requested, the affected product has not been received. A follow-up report will be submitted with investigation results should the devices be received for eval.